Event description:
It was reported that during revision surgery it was observed that the inlay has been broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a scorpio ps insert was reported. The event was confirmed. Material analysis indicated the insert post fractured in fatigue and contact with femoral component on the anterior side of post. Damage from contact with the femoral component was observed. No material or manufacturing defects were seen on the surfaces observed. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no similar events for the reported lot ID. Without medical records and patient information, an exact root cause could not be determined. Inspection indicates the event is not device related.

Event description:
It was reported that during revision surgery, it was observed that the inlay has been broken.